Manufacturer narrative:
Manufacturer's investigation conclusion: a direct relationship between the device and the reported event could not be conclusively determined through this investigation. Multiple requests for additional information were sent to the customer; however, no additional information was received. The patient remains ongoing on vad support. Stroke and other neurological events are listed in the hm3 IFU as adverse events that may be associated with the use of heartmate 3 left ventricular assist system. The hm3 IFU discusses anticoagulation, including recommended inr values, and about blood pressure management. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The heartmate 3 lvas was implanted during the (B)(6) clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device 0 years 7 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on: (B)(6) 2018. It was reported that the patient was admitted for heparin bridge prior to bilateral peripheral angiogram on (B)(6) 2018. Patient had complaints of right leg weakness and sensory charges. Based on patient history, examination, normal electromyography (emg) results, the lesion localizes to the left motor and sensory cortex. It was initially suspected the patient had a stroke/vascular event in brain that caused sensory changes and weakness in right leg. Physical / occupational therapy is most likely to help. Later assessment concluded that given the patient's normal emg distribution and onset of symptoms it is possible that this was secondary to fluctuations in blood pressure / perfusion during the aaa repair and lvad placement. No additional information was provided.